Manufacturer narrative:
Qn# (B)(4). The device involved was has not been received by the manufacturer for evaluation at the time of this report. The device history record investigation did not show issues related to this complaint. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges at the end of the intervention there was a hernia on the end of the tube. The intubation tube was removed and the patient was intubated with another device. Patient condition reported as fine.